Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, while grasping the stomach with the jaws of the babcock, the physician clicked the handle of the device one click and the jaws punctured the stomach. This happened twice during the procedure. According to a user facility medwatch, the two holes were noted on the fundus of the stomach. One along the greater curvature and one was more posterior. Each hole measured about a centimeter. The holes were repaired with an endo stitch in two layers with 0 vicryl. No other patient injury was reported.

Manufacturer narrative:
The babcock grasper was not returned to ascent healthcare solutions for evaluation. However, pictures of the complaint device were provided and reviewed. No visible damage to the device which may have affected the functionality of the device was observed. Since the device was not available for function testing, no root cause could be determined. However, ascent's instructions for use state: "avoid excessive clamping pressure that could cause damage to the tissue." "To avoid damage to the patient, to operator or to instrument, become familiar with a specific instrument and it's clamping or cutting mechanism prior to employing it in a surgical procedure." A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.